Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and the insulin pump had a blank display. The customer¿s blood glucose level was 264 and 300 mg/dl. The sensor reading was 364 mg/dl. The customer declined troubleshoot for high blood glucose. The customer was assisted with troubleshooting and was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.